Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
At this time, a replacement procedure is not planned as the patient is in hospice care. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.